Event description:
The customer reported a falsely decreased total bilirubin result generated on the architect c4000 analyzer on a patient. Results provided: (B)(6) 2022 (B)(6) =0.92 mg/dl, another architect = 1.25 mg/dl (normal range: 0.2-1.20 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 60072uq07. Trending review determined no trends for falsely depressed results for the product. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency of the architect total bilirubin reagent lot number 60072uq07 was identified.